Manufacturer narrative:
Of the 6 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to moisture. This report is processed under the voluntary malfunction summary reporting program

Event description:
This report summarizes <noe> 22</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a communication issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-71 years of age and between 23 and 215 pounds. Of the reported patients, 4 were male and 18 were female.